Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that in the ICU when trying to cannulate the female pt's right subclavian vein, the needle twisted and broke far from the hub. No surgical intervention was necessary as the physician was able to remove the needle. As a result, a new kit was used without issue. A delay was reported, however, there were no alarm to the pt due to this delay or as a result of this occurrence. The pt suffered from respiratory insufficiency.